Manufacturer narrative:
(B)(4). Concomitant medical products - zimmer biomet sternalock blu system plate, 4 hole l-plate 100 degrees catalog #: 73-2643 lot#: ni; zimmer biomet sternalock blu system screw, cancellous cross-drive locking 2.4 x 16mm titanium catalog #: 73-2416 lot#: ni; zimmer biomet sternalock blu system plate, 8 hole x catalog #: 73-2623 lot#: ni; zimmer biomet sternalock blu system plate, 8 hole jl-plate catalog #: 73-2645 lot#: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019 -00210, 0001032347-2019 -00211, 0001032347-2019 -00212, 0001032347-2019 -00214.

Event description:
It was reported that a revision was performed due to the screws pulling out of the bone resulting in sternal separation. The patient's sternum was originally closed with wire after a cardiac surgery approximately two months prior to implantation of sternalock. The wires failed and sternalock was implanted as a result. The patient reported that he felt pain and instability while at a gun range and it was determined via x-ray that the screws had pulled away from the sternum on one side. Subsequently, all sternlock plates and screws were removed. The surgeon advised that he does not believe that this issue was related to the device. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As there was a revision to remove and replace these parts, the complaint is confirmed. Functional testing and inspections could not be performed due to the parts being discarded, and no photographs, x-rays, CT scans, orphysician reports being provided. The DHR could not be reviewed for the plates and screws as the lot numbers are unknown. There are no indications of manufacturing defects. For all scrw 2.4x14mm cancelous lockng (part# 73-2414) ) in the previous year (from the notification date), there is a complaint rate of 0.017%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.